Event description:
It was reported that double beep with cassette occurred and lens were damaged. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens; the tamper seal was intact. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated. During the investigation, the pump had a double beep on startup without the test cassette installed. Upon inspection, the nub on the downstream occlusion sensor appeared undamaged. The downstream occlusion sensor was found to be defective, which was the reason for the reported issue. It was replaced as corrective action. The damaged lens was also replaced. The root cause was unknown. The product is over 9 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.